Event description:
Per on-site meeting (B)(6) 2014 at end user facility: documented her by (B)(4). Legal counsel for the facility stated that information was emergent at the time of meeting. The pt was sitting in the device (chair) within the pt room when last observed by the clinical staff. Pt was being monitored, although further information of the monitoring was not available. However a family member of the pt was sleeping on the couch in the room and was awakened by what was believed to be the sound of the pt falling (approximately 2:00 - 2:30 am on (B)(6) 2014). The fall was unwitnessed. The clinical staff entered the room and found the pt on the floor. Clinical staff indicated that it was necessary to move the chair, which required the clinical staff to release the chair's brake system, in order to attend to the pt. The chair was removed from service and evaluated by the facility maintenance and found to be operating as intended. The chair was quarantined for further evaluation by the manufacturer before placing back into service. Per facility legal counsel-there was no allegation of product defect or malfunction. The pt had expired.

Manufacturer narrative:
On (B)(4) 2014 manufacturer reps - (B)(4) met with facility staff on-site. After the pt event was explained by facility legal counsel, it was stated that there was no allegation of defect or malfunction with the incident device (chair). Consequently no end user facility report was filed. Clinical staff indicated that it was required to unlock the chairs brake system in order to move it and attend to the pt. The chair was removed from service, quarantined, and inspected by facility maintenance and found to be operating as intended. The incident device (manufacture date 07/23/2010) was evaluated on site by manufacturer. All features of the device were inspected for functionality and found to be operating as intended (passed). All labeling and operating instructions were intact and present. No mechanical wear was detected. Facility stated that maintenance is performed whenever any concern is raised. No maintenance or servicing were needed. No problem found. The chair was deemed safe and returned to service per facility procedure. There was no defect or malfunction. The device was not being used for treatment or diagnosis. Per legal counsel of the facility: the medical examiner had indicated that there was no causal relationship of the incident chair to the adverse pt outcome.